Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok was damaged. The following information was provided by the initial reporter: it was reported by the customer that the medication was drawn up into the syringe, but the syringe was badly damaged, and the drug could not be salvaged from the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Regeneron complaint # complaint description bd component lot return component status investigation request (B)(4) on (B)(6) 2024, the reporter contacted medical information via phone to request replacement of 1 eylea vial unit(s). The reporter denied any adverse events or missed doses due to this event. Per the reporter, the medication was drawn up into the syringe, but the syringe was badly damaged and the drug could not be salvaged from the syringe. The syringe was ¿scuffed, it was not safe to use, in case it was dropped," per the reporter. The reporter agreed to be contacted for further follow up questions. The reporter had the 1 eylea vial unit available for return and was instructed to retain the product for retrieval. No further information was available at the time of this report. --------------------------------- version (epee): pc follow-up. On (B)(6) 2024, regeneron medical information received a request from regeneron quality for a product complaint follow-up. Per the attachment (re: [external] regeneron product complaint report for eylea vial: (B)(4)): ¿please follow up with the hcp office to ask for a photograph of syringe." On (B)(6) 2024, medical information phoned and spoke with the reporter who indicated they will be able to submit photos of the affected product and will do so soon as she can. No additional information was available at the time of this report. ==================== version 3 (rhansraj): on (B)(6)2024, medical information received a photograph of the affected product from the reporter. Please see the attached source document for details. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a.if yes, would you please send it to (B)(6) 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the tamper evident seal present on the carton? Yes 4. Was the tamper evident seal intact when the product carton was received? Yes 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Specify which component was damaged: syringe 8. Was the damaged noted: after the dose was withdrawn ¿ bd lot number: 0113755 ¿ bd catalog item number: 309628. The sample has not been returned at this time. Yes. Follow up: 03/13/2024. 1) (B)(6) 2024 2) there is no physical sample available. 3) since physical sample will not be shipped, address will not be provided.

Manufacturer narrative:
One photo of a 1ml luer-lok syringe was received and evaluated. The loose syringe has several scrapes on the barrel consistent with a scuff mark. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged defect is associated with the assembly process. A device history record review was completed for provided batch number 0113755 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 309628, lot#: 0113755. It was reported by the customer that the medication was drawn up into the syringe, but the syringe was badly damaged, and the drug could not be salvaged from the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) complaint #, complaint description, bd component lot, return component status, investigation request. (B)(4) on 12-feb-2024, the reporter contacted medical information via phone to request replacement of 1 eylea vial unit(s). The reporter denied any adverse events or missed doses due to this event. Per the reporter, the medication was drawn up into the syringe, but the syringe was badly damaged and the drug could not be salvaged from the syringe. The syringe was ¿scuffed, it was not safe to use, in case it was dropped," per the reporter. The reporter agreed to be contacted for further follow up questions. The reporter had the 1 eylea vial unit available for return and was instructed to retain the product for retrieval. No further information was available at the time of this report. Version (epee): pc follow-up. On 13feb2024, (B)(6) medical information received a request from (B)(6) quality for a product complaint follow-up. Per the attachment (re: [external] (B)(6) product complaint report for eylea vial: (B)(6) version 1): ¿please follow up with the hcp office to ask for a photograph of syringe." On 13feb2024, medical information information phoned and spoke with the reporter who indicated they will be able to submit photos of the affected product and will do so soon as she can. No additional information was available at the time of this report. Version 3 ((B)(6)): on 13-feb-2024, medical information received a photograph of the affected product from the reporter. Please see the attached source document for details. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes. A.if yes, would you please send it to product.complaints@regeneron.com. 2. Were non-supplied components used in preparing/administering the dose? No. A. If yes, what was used? (Brand & item #). 3. Was the tamper evident seal present on the carton? Yes. 4. Was the tamper evident seal intact when the product carton was received? Yes. 5. Was the shipping container damaged? No. A. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No. A. If yes, what part of the carton was damaged? 7. Specify which component was damaged: syringe. 8. Was the damaged noted: after the dose was withdrawn. Bd lot number: 0113755 . Bd catalog item number: 309628. The sample has not been returned at this time. Yes. Follow up: 03/13/2024. 1) 12feb2024. 2) there is no physical sample available. 3) since physical sample will not be shipped, address will not be provided.